Event description:
On (B)(6) 2025, ballooning was observed in the white lumen of a double lumen hickman line during flushing. The lumen was unclamped at the time of flushing, and no blood return was noted. The device had been inserted on (B)(6) 2024 and was removed and replaced on (B)(6) 2025. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported catheter bulging issue as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, ballooning was observed in the white lumen of a double lumen hickman line during flushing. The lumen was unclamped at the time of flushing, and no blood return was noted. The device had been inserted on (B)(6) 2024 and was removed and replaced on (B)(6) 2025. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.